Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose level of 440 mg/dl. The customer's blood glucose was 318 mg/dl at the time of the incident. The customer treated with anti nausea medicines, fluids and insulin. The customer went to emergency room. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis